Event description:
Intera oncology received a report from our representative that he and the physician noticed during an implantation on (B)(6) 2025, that the special bolus needle was experiencing backflow of blood, even though the needle was clamped when not in use. Our representative instructed the scrub tech to unclamp the needle and inject 5 ml of low-dose heparinized saline to clear the blood, then reclamp it immediately afterward. However, one to two minutes later, blood was again flowing back into the needle and syringe, despite the clamp being in place. The needle was removed, and the spare special bolus needle was opened. With the spare needle, there were no issues of backflow into the needle or syringe when clamped. During communication with the clinic, the surgeon confirmed the patient did not experience any adverse reactions. In addition, the clinic provided intera oncology with three pictures that show the special bolus needle experiencing backflow of blood, even though the needle was clamped when not in use. Due to safety concerns for contaminated needle, intera oncology asked the clinic to dispose the sample.

Manufacturer narrative:
The device history record, ap040135 - 23l286ct, was reviewed. The special bolus needle set was manufactured on november 28, 2023. The expiration date is november 28, 2026. There were no nonconformances pertaining to this lot number. The special bolus needle set met all specifications prior to release from manufacturing. As previously mentioned, the surgeon confirmed the patient did not experience any adverse reactions. The clinic provided intera oncology with three pictures that show the special bolus needle experiencing backflow of blood, even though the needle was clamped when not in use. Intera oncology communicated with our contract manufacturer and requested them to investigate the matter. Our contract manufacturer has started the investigation and will provide us with a report of the result of the investigation. Upon receiving the investigation report, intera oncology will submit a supplemental report to the FDA.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The contract manufacturer investigated the manufacturing process for the lot in question to determine if the leaking pinch clamp could be caused by their processes. After their review of the device history record, procedures, and other areas which may impact the product, the investigation was determined to be inconclusive.

Event description:
Intera oncology received a report from our representative that he and the physician noticed during an implantation on (B)(6) 2025, that the special bolus needle was experiencing backflow of blood, even though the needle was clamped when not in use. Our representative instructed the scrub tech to unclamp the needle and inject 5 ml of low-dose heparinized saline to clear the blood, then reclamp it immediately afterward. However, one to two minutes later, blood was again flowing back into the needle and syringe, despite the clamp being in place. The needle was removed, and the spare special bolus needle was opened. With the spare needle, there were no issues of backflow into the needle or syringe when clamped. During communication with the clinic, the surgeon confirmed the patient did not experience any adverse reactions. In addition, the clinic provided intera oncology with three pictures that show the special bolus needle experiencing backflow of blood, even though the needle was clamped when not in use. Due to safety concerns for contaminated needle, intera oncology asked the clinic to dispose the sample.